Event description:
Upon attempted removal of novasure following ablation, provider had difficulty with removal from cavity. Several repeated attempts were required to remove. Reinspection of the cavity was required to ensure that no harm had resulted.